Manufacturer narrative:
Approximately 14 inches of the replaced distal end/external portion of the percutaneous lead (lead) was returned or evaluation. Upon examination, damage to the outer jacket of the lead was identified at approximately 2.5 inches from the metal connector. Electrical continuity testing revealed a discontinuity in the black wire prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the braided shielding was identified at approximately 2.5 inches from the metal connector. Visual inspection identified a fracture in the black wire insulation at approximately 2.5 inches from the metal connector. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying black wire conductor was exposed. The reported speed drops would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 10 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in the clinic and red heart / low speed advisory alarms occurred upon connecting the system controller to the power module. The system controller was switched back to battery power, then connected back to the power module with an ungrounded patient cable without incident. The patient reportedly did not use a power module at home and did not have issues before this event. The patient was not symptomatic. A log file reviewed by the manufacturer¿s technical services representative showed 14 low speed advisories that appeared to occur only while the lvad was connected to the power module. Submitted x-ray images showed an area of concern by the bend relief. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a percutaneous lead evaluation, and a continuity test indicated a broken black wire. The distal end of the percutaneous lead was replaced, after which no further issues were noted when the patient was placed back on the grounded power module patient cable. No further information was provided.